Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received on lot 4l01964 and malfunction code uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging to december 11, 2025. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no nonconformances were identified during the sterilization process. The products have been packed according to the instruction for packing with no welded catheters in peelpack allowed. The percentage of affected pieces against lot is (B)(4) affected quantity is within aql 0,65. This complaint was presented on complaint review board on december 11, 2025. Attendees decided that this is considered an isolated issue and no further actions are required. Operators will be retrained according to g708002 education and training of production personnel (current version) and the issue will be presented to operators according to wi-001366 qa data visualization (current version). Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported "the catheter and the individual package were attached together". Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.